Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) took multiple shocks to convert the patient out of ventricular fibrillation during defibrillation threshold testing. The patient was eventually able to be successfully converted with no harm. A couple of days later, the physician elected to explant and replaced this s-ICD system with a transvenous system. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.